Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform functional testing including the operating currents and self test or verify change/battery lasts less than anomaly due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was receiving a low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.